Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a broken force sensor was detected during seating or regular delivery alarm then insulin pump had stopped. Customer¿s blood glucose level was unknown. Customer was advised to the insulin pump required replacement and to discontinue use of the insulin pump and revert to backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify pump error 35 alarms due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.